Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred, the 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during inflation within specified pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen. Microscopic examination revealed that the balloon has a 14mm longitudinal tear starting 10mm from the proximal markerband. There are numerous hypotube kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred, the 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during inflation within specified pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.